Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not properly charging his battery packs and that his monitor would not power on. The patient was provided with a replacement monitor, battery charger and battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery will not power device) has been confirmed. Upon receipt, the battery pack had an output voltage of 2v and was nonfunctional in both a charger and a monitor. A root cause investigation is currently underway at the supplier. Will send a supplemental report upon completion of the investigation. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't power on device) was confirmed. Upon service investigation, the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse could not be positively identified, but was likely related to the contaminated battery charger. No adverse event resulted from the defective battery pack or the blown battery fuse. The patient received replacement battery packs. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, contamination was discovered on the charger/modem's battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement charger. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was not powering on and was drawing excessive current. Upon evaluation, component c9 shorted on ca board (B)(4). The material of the pca board around the c9 component was burnt. The c9 component is an equivalent series resistance capacitor. The cause for the inability to power up was the shorted component. The root cause for the shorted c9 component could not be positively determined. No adverse event resulted from the defective capacitor. The patient received a replacement monitor. Device manufacturer date: sn (B)(4): 04/01/2012, sn (B)(4): 02/01/2012, sn (B)(4): 05/01/2010, sn (B)(4): 04/01/2012.